Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to disassociation.

Event description:
Allegedly, patient was revised due to disassociation. Additional information received from patient records 23 nov. 2021: updating product/lot information. Additional investigation to be performed.

Manufacturer narrative:
Section b.5 :additional information in description / section d.4: product ID correction / section d.4 lot# added.